Event description:
It was reported that during implant attempt, there was difficulty placing the lead. The lead was not used and another, longer lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.